Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the needle piece(s) retrieved during the same procedure? Not reported. Were x-rays taken to locate the needle piece(s)? Not reported. What measures were implemented to retrieve the broken piece? Not reported. Was there any additional tissue damage resulting from the search for the needle piece? Not reported. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided (product was sent back via fedex please refer to tracking on shipper kit provided. Please provide the source or name of person providing answers to follow-up questions: (please refer to the attached email) (emi coordinator at (please refer to the attached email). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported to the sales rep that, the needle broke in two pieces and able to retrieve both out to patient. There were no patient adverse event. Product is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted to (B)(6) for fractographic evaluation on (B)(6) 2025. The component was identified as product code k834h. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was k834h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received; the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of predominantly microvoid coalescence, which is evidence of a ductile fracture mode with areas of transgranular cleavage mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.